Event description:
The pump was returned for investigation. Investigation found that the contrast button was unresponsive, contamination was under the button contacts and the display was dim/discolored. This report is made based on the results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the pump powered up to a dim/discolored display with auditory and vibratory features. The keypad cover was torn and peeling from the base. The contrast button was unresponsive. Removal of the cover found the ¿ok¿ button contact inverted and contamination was found under all the button contacts. (B)(6).